Manufacturer narrative:
The biomedical engineer replaced the data acquisition to motor controller cable to address the reported problem.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator failed with da pcba adc failed error.the customer reported there was no patient involvement.